Manufacturer narrative:
External insulation abrasion was noted at 47.3-47.5cm from the distal tip, consistent with lead friction to the ICD. The silicone insulation was intact at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the pacemaker dependent patient presented for follow-up, rv oversensing episodes leading to pauses in therapy were observed. Myopotential oversensing was suspected. Programming changes were made. Lead damage was noted. There were no adverse consequences to the patient. Lead was explanted and replaced. Patient was stable.